Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl, congestive heart failure, and lower back pain due to a fall; cause was not known. Customer's spouse called 911 when customer "lost consciousness". Customer went to the emergency room and was subsequently admitted to the hospital. Treatment provided was note known. Customer was discharged approximately 3 weeks later with the issue resolved and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl, coma, congestive heart failure, and lower back pain due to a fall; cause was not known. Customer's spouse called 911 when customer "lost consciousness". Customer went to the emergency room and was subsequently admitted to the hospital. Treatment provided was note known. Customer was discharged approximately 3 weeks later with the issue resolved and continued to use the pump for insulin therapy.